Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. An image of the device was provided and a review is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately two minutes and thirty seconds of activation in the sfa, the recanalization catheter allegedly became stuck in the lesion; therefore, the health care provider (hcp) removed the catheter while using the foot pedal and allegedly found a foreign material entangled with the catheter. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual//microscopic inspection: the sample was returned. A strand of unknown material approximately 9.2cm in length was also returned. The unknown material showed signs of stretching. Bunching was noted to the outer catheter. The tip was examined under microscopic magnification (25x) and the outer catheter was pulled out from the distal metal tip. The core wire was still intact. Material analysis: analysis of the unknown material was performed using fourier transform infrared spectroscopy equipment (ftir) to determine the material composition. The test results show a compound match of the material with the top results of the scan indicating the material to be a 94.91% match for life stream eptfe and an 80.84% match for ptfe tape. Functional/performance evaluation: functional testing could not be performed due to the returned condition of the device. Photo review: one photo was provided and reviewed. The photo showed the distal end of a crosser catheter placed over a thin strand of unknown material. The origin of the material was unknown. Bunching was observed at the distal tip of the crosser catheter. There were no visible signs of damage or stretching to the remaining portion of the catheter in the photo. The outer catheter of the crosser was visibly separated from the distal tip. Based on the photo review, the unknown material did not appear to be a component of the crosser device, therefore the reported foreign material issue could be confirmed. Material separation was also confirmed based on the photo review. Retraction problems were inconclusive as there were no signs of stretching on the catheter. Conclusion: the device was returned and a photo was provided for review. Based on the returned sample and the photo review, the investigation was confirmed for foreign material. Although the origin of the material was unknown, it was determined to contain ptfe which is not a component of crosser or the sidekick support catheter accessory. The investigation was also confirmed for material separation, as the distal tip was found to be separated from the outer catheter. The investigation was inconclusive for retraction problem as functional testing could not be performed due to the returned condition of the device. Per the reported event details, a hydrophilic guidewire was used. It is possible that the foreign material was a coating for the guidewire used in the procedure. However the origin of the foreign material could not be determined based on the available information. The reported retraction issues were likely caused by the separated distal tip of the crosser getting caught on the distal end of the sheath during retraction. However, the root cause for the crosser distal tip separating from the outer catheter was unknown. Labeling review: the current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. When using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser catheter 14p, 14s, or 18. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately two minutes and thirty seconds of activation in the sfa, the recanalization catheter allegedly became stuck in the lesion; therefore, the health care provider (hcp) removed the catheter while using the foot pedal and allegedly found a foreign material entangled with the catheter. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual//microscopic inspection: the sample was returned. A strand of unknown material approximately 9.2cm in length was also returned. The unknown material showed signs of stretching. Bunching was noted to the outer catheter. The tip was examined under microscopic magnification (25x) and the outer catheter was pulled out from the distal metal tip. The core wire was still intact. Material analysis: analysis of the unknown material was performed using fourier transform infrared spectroscopy equipment (ftir) to determine the material composition. The test results show a compound match of the material with the top results of the scan indicating the material to be a 94.91% match for life stream eptfe and an 80.84% match for ptfe tape. Functional/performance evaluation: functional testing could not be performed due to the returned condition of the device. Photo review: one photo was provided and reviewed. The photo showed the distal end of a crosser catheter placed over a thin strand of unknown material. The origin of the material was unknown. Bunching was observed at the distal tip of the crosser catheter. There were no visible signs of damage or stretching to the remaining portion of the catheter in the photo. The outer catheter of the crosser was visibly separated from the distal tip. Based on the photo review, the unknown material did not appear to be a component of the crosser device, therefore the reported foreign material issue could be confirmed. Material separation was also confirmed based on the photo review. Retraction problems were inconclusive as there were no signs of stretching on the catheter. Manufacture evaluation: as received one crosser catheter with the presence of a foreign material embedded with the catheter. The crosser catheter was reviewed under approximately 10x magnification. There were no noted defects in the tip or shaft area where the foreign material was noted. No missing materials or defects were noted. The foreign material most likely originated from other devices used during the procedure, but without the return of ancillary devices and components used during the procedure, the source of the foreign material cannot be determined. Conclusion: the device was returned and a photo was provided for review. Based on the returned sample and the photo review, the investigation is confirmed for foreign material. Although the origin of the material is unknown, it was determined to contain ptfe. The investigation is also confirmed for material separation, as the distal tip was found to be separated from the outer catheter. The investigation is inconclusive for retraction problem as functional testing could not be performed due to the returned condition of the device. It is possible that the foreign material was a coating from an ancillary device used in the procedure. However the origin of the foreign material could not be determined based on the available information. The reported retraction issues were likely caused by the separated distal tip of the crosser getting caught on the distal end of the sheath during retraction. However, the root cause for the crosser distal tip separating from the outer catheter is unknown. Labeling review: the current IFU (instructions for use) states: warnings and precautions prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. When using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser catheter 14p, 14s, or 18. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately two minutes and thirty seconds of activation in the sfa, the recanalization catheter allegedly became stuck in the lesion; therefore, the health care provider (hcp) removed the catheter while using the foot pedal and allegedly found a foreign material entangled with the catheter. There was no reported patient injury.